Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date estimated (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The reported difficult to deploy (wall apposition) appears to be due to case circumstances. A conclusive cause for the stent separation could not be determined. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that in (B)(6) 2015 the 10x29mm omnilink stent was successfully implanted in the brachiocephalic artery. In (B)(6) 2015, during a control check-up the stent was rechecked and was ok. At the one year follow-up, approximately 1cm of the stent detached and moved to the ostium of the subclavian artery. It was noted that the vessel lumen of the brachiocephalic artery where the detached portion had been was larger than the rest of the vessel, which may have caused the separation. No treatment was provided. There was no additional information provided.